Event description:
The customer reported that the collimator iris was too large. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The high voltage cable and the fluoro functions board were replaced. The system was tested and operates as intended.